Manufacturer narrative:
Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient developed a localized infection five days following a abdominoplasty procedure. A topical antibiotic was prescribed. The infection reportedly resolved three days later.